Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 18-jan-2023. The most recent information was received on 31-jan-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of headache ("headache") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. In 2013 she experienced headache (seriousness criterion medically important), fatigue ("chronic fatigue"), asthenia ("asthenia"), dizziness ("dizziness"), dry eye ("dry eyes"), arthralgia ("hip pain"), amnesia ("memory loss"), feeling drunk ("feeling drunk"), loss of libido ("loss of libido"), irritable bowel syndrome ("irritable bowel"), disturbance in attention ("loss of concentration"), vulvovaginal mycotic infection ("vaginal yeast infections") and dry skin ("dry skin") and was found to have weight increased ("weight gain"). At the time of the report, none of the events had resolved. No causality assessment was received for essure with regard to asthenia, headache, dizziness, dry eye, arthralgia, amnesia, weight increased, feeling drunk, loss of libido, fatigue, irritable bowel syndrome, disturbance in attention, vulvovaginal mycotic infection or dry skin. The reporter commented: removal request in progress with a gynecologist surgeon to regain normal health. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 60 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 31-jan-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
The below report was received by health authority (B)(6) (reference number: (B)(4)) on 18-jan-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of headache ("headache") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. In 2013 she experienced headache (seriousness criterion medically important), fatigue ("chronic fatigue"), asthenia ("asthenia"), dizziness ("dizziness"), dry eye ("dry eyes"), arthralgia ("hip pain"), amnesia ("memory loss"), feeling drunk ("feeling drunk"), loss of libido ("loss of libido"), irritable bowel syndrome ("irritable bowel"), disturbance in attention ("loss of concentration"), vulvovaginal mycotic infection ("vaginal yeast infections") and dry skin ("dry skin") and was found to have weight increased ("weight gain"). At the time of the report, none of the events had resolved. No causality assessment was received for essure with regard to asthenia, headache, dizziness, dry eye, arthralgia, amnesia, weight increased, feeling drunk, loss of libido, fatigue, irritable bowel syndrome, disturbance in attention, vulvovaginal mycotic infection or dry skin. The reporter commented: removal request in progress with a gynecologist surgeon to regain normal health. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 60 kg. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.